Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient that their left stimulator helped their pain more than 10% and their right side stimulator helped their pain 10%. The patient could not pinpoint what led to the implantable neurostimulator (ins) only giving 10% relief. It was noted that the patient had their device reprogrammed more than once but this did little to reduce the pain. The patient had a surgery to move the ins wires but this also did little to reduce the pain. The patient noted that they would never have another surgery to move the wires as this was very painful. It was noted that the patient had degenerative arthritis in their spine which was getting worse and causing an increase in their pain level. However, they noted that 10% pain relief was better than no relief. The patient was indicated for chronic low back pain and other chronic intractable pain of the trunk and limbs.